Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease flat, one opening curved on the patch/shell bond edge and brown particles in the fill channel. Leak test and microscopic analysis was performed which identified: one sharp opening on patch/shell bond edge. A dimension measurement in the shell was performed which identified the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on patch/shell bond edge due to an unidentified (tear) opening. Creases are observed but have no relationship with manufacturing.

Event description:
Additionally, healthcare worker reported "any creases" as indicated in the rga.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left-side deflation. Device was explanted.